Event description:
The hospital reported that during multiple endoscopic vein harvesting procedures over the last 4 weeks between 3 different surgeons, ten short port btt black inflation valves dislodged (popped out), so the balloons would not remain inflated. The procedures were completed either by using a hemostat or syringe to block the air from leaking out the btt port or just struggled through the procedure without the balloon inflated where they could still maintain a tunnel even though co2 was leaking out. The hospital did not report any patient complications. All ten products were discarded. It is unknown when the events occurred, how many failed during each case, or the lot numbers; therefore, all ten will be tracked in this one case. This report is for the ninth device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. (B)(4).